Manufacturer narrative:
(B)(4). On the same day as being admitted to the hospital, the patient was diagnosed with the peritonitis. Twenty six days later, the patient was discharged from the hospital. On the same day as discharge, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by diarrhea, vomiting, and cloudy peritoneal effluent. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. The patient was retrained on aseptic technique and was recovering from the event. Dianeal therapy was ongoing. No additional information is available.